Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on ventricular and atrial leads was observed. The noise was reproducible in clinic. Other lead measurements were stable and within range. The patient was asymptomatic. Further lead assessment and replacement was recommended.

Event description:
New information received notes that the lead was capped on (B)(6)2017.

Manufacturer narrative:
A partial lead with connector portion was returned in one piece measuring 10.4 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.